Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient receiving morphine (15mg/ml at 1.443mg/day) and clonidine (0.6mg/ml at 0.05773mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(4) 2015 it was reported that the patient had inadequate relief from the pump and the pocket site was in an uncomfortable position. The catheter was replaced and the pocket was revised. This resolved the issue. The patient status was reported as alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the (B)(4) catheter found significant twisting on the catheter body that may have affected I nfusion. There was also a kink seen in the area where the twisting was located. Initially, there was an occlusion noticed during the decontamination procedure, but the occlusion was broken loose.